Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.